Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00163. It was reported that the patient presented for an implant. During the procedure, the right ventricular lead exhibited low impedance. The lead was repositioned multiple times, the test cables and suture sleeves were changed but the issue was not resolved. The lead was not used and replaced. The replacement lead also exhibited low impedance but once connected to the pulse generator, the impedance showed in normal range. The patient was stable.